Manufacturer narrative:
(B)(4). The complaint sample was returned. Paragon medical, the manufacturing site reported: "a review of the DHR showed that there were no abnormalities observed during manufacturing. A review of the returned unit showed that the device was observed to be functioning correctly. Since the device was determined to be functionally acceptable, the complaint cannot be verified and is considered invalid." Teleflex will continue to monitor and trend on complaints of this nature. Additional information received on 22 aug 2023 states that "the wings broke open. The device was inside the patient and deployed for suture grasping and broke open. [The surgeon] had to use a hemostat to stretch open the defect to get the device out. Once he did, he hand stitched it closed". The patient status is reported as "fine".

Event description:
It was reported that the "shield broke on a female patient. The shield wing came apart. [The doctor] assures the patient was ok and there were no complications. He said everything was fine. He just wanted to know what he did to break the product". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "shield broke on a female patient. The shield wing came apart. [The doctor] assures the patient was ok and there were no complications. He said everything was fine. He just wanted to know what he did to break the product". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.